Event description:
The user facility reported a male patient of unknown age undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient on impella support experienced a hematoma at the impella site which required washout.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. No data logs were returned for analysis. The clinical details shared were not sufficient to determine any root cause. The root cause can not be determined. The failure mode will be monitored and trended. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.